Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the faulty touch screen. Subsequent testing did not identify further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 roller pump became unresponsive during priming. There was no patient involvement.

Manufacturer narrative:
The replaced display was returned to livanova (B)(4) for further investigation. During the evaluation, the reported failure was confirmed. Inspection of the ito layer of the device revealed damage and scratches due to mechanical stress, which resulted in the reported malfunction. Rough handling was determined to be the root cause for the reported issue.